Event description:
Customer has high blood glucose. Customer has changed the infusion set and reservoir. The blood glucose reading was 527 mg/dl. Customer treated with manual injection; now the blood glucose reading is 514 mg/dl. Customer experiencing frequent urination, nausea and headache. During troubleshooting, the high pressure test failed twice. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.